Manufacturer narrative:
Multiple attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted.

Event description:
The customer reported they are unhappy with the quality of the rd sensor. Drop outs and durability issues were reported against the involved product. No patient impact or consequences were reported.

Manufacturer narrative:
The returned sensor was evaluated. External inspection shows no damage; however, the sensor failed continuity testing due to broken multiple traces at the rd15 connector; causing multiple open connections. While testing, a "sensor malf" error message displayed; which would have prevented the unit from being able to engage in monitoring activities. Corrected data: model #: updated from "4050" to "4050-9". Lot #)updated from a blank field to "e16k6e". Unique identifier (UDI) #: updated from "blank field" to (B)(4).